Event description:
It was reported by service report that the model 4700 labor and delivery bed lift limits were out of calibration. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: calibration.